Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that there was blood at the patient's midline incision site. The physician stated that there was a possible infection. Symptoms were drainage, redness, and chills. It was determined that infection was not suspected to be device related. The patient was given IV (intravenous) antibiotics.

Manufacturer narrative:
Correction to the f/u #1 MDR facility name, date received by MFR. And additional MFR narrative. Date received by MFR. Should have been 14-jul-2016. Additional MFR narrative should have been: additional information was received that the patient underwent an explant procedure. The infection was not believed to be procedure related. The explanted devices were not returned to bsn.

Event description:
A report was received that there was blood at the patient's midline incision site. The physician stated that there was a possible infection. Symptoms were drainage, redness, and chills. It was determined that infection was not suspected to be device related. The patient was given IV (intravenous) antibiotics.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was blood at the patient's midline incision site. The physician stated that there was a possible infection. Symptoms were drainage, redness, and chills. It was determined that infection was not suspected to be device related. The patient was given IV (intravenous) antibiotics.